Manufacturer narrative:
Device received and evaluation anticipated, but not yet begun.

Event description:
The reporter stated that lead fail messages were observed with what were believed to be good leads; the observation was made during device checkout and no patient was involved. The report pertains to ECG leads.